Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and compromised force sensor system alarm. The blood glucose level was unknown. Customer reports they were able to clear the alarm. The customer was able to complete rewind. Customer stated that insulin was squirting out during the manual prime process. Unexpected restart alarm was not occur shortly after inserting a new battery. The drive support cap was appeared normal. The troubleshooting was performed for the unexpected restart and prime rewind. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test or verify a21 alarm due to a33 alarm.